Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were externalized conductors on the right ventricular (rv) lead. The lead was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a partial lead was returned in three pieces. Visual examination revealed one lead-to-can external insulation abrasion on piece (b) and three internal insulation abrasions breaching the ring electrode and right ventricular cables lumens on the distal piece (c). Additionally, one ring electrode cable coating was abraded in one internal abrasion. Other damages observed on these pieces were consistent with procedural damages. Electrical tests did not reveal short on any conduction paths. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.